Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor retracted inside the sensor base. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call sensor break. Customer's blood glucose level was 89 mg/dl. Troubleshooting for sensor break was performed. Customer advised the isig value continued to change after the sensor was inserted. Customer advised the cannula from the sensor broke off and was inside of their body. Customer was advised the sensor was most likely not fractures and may have resulted from a sensor retraction.